Event description:
The customer called to verify if there was damage to the retainer ring. After further communication, the customer understood that there was no damage to the retainer ring.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they declined emergency service. Customer stated they were experienced high blood glucose level and was treated with manual injection. Customer stated reservoir retainer ring had nooks in it. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.